Event description:
It was reported via repair work order that 3 casters were broken at the stem. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.